Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with shortness of breath. The device was found to be in backup vvi via remote transmission. A device download was performed and the device was successfully restored. The patient will continue to be monitored.